Event description:
Rptr indicated that physician's handheld was not holding a charge. She stated it would "go dead" shortly after it was unplugged from the wall. Pending product return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.